Event description:
Pt reported experiencing elevated blood glucose (380 mg/dl), while wearing the device. They indicated that they attempted to lower blood glucose by changing the device's accessories, as well as by bolusing additional insulin; however, their blood glucose did not decrease as expected. Pt stated "I don't believe the [device] is delivering the insulin." While on the phone with technical support, pt programmed a 5u disconnected bolus. They stated that, although insulin dripped from the end of the infusion set tubing, "that certainly doesn't look like 5 units."